Event description:
Post implant, pt complained of twitching in right leg. Upon interrogation, we confirmed atrial device had dislodged. Fluoroscopy was used to confirm device location, which was right iliac. Device is stable and will be retrieved tomorrow.